Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be burnt and charred away. Distal end of shaft of device was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the l-hook tip is bent out of alignment and makes contact with the sheath of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the distal tip of the black sheath was damaged. The tip of device was destroyed during coagulation. The surgeon stated that he feels the insulation / plastic covering was too long, patient cleared of any foreign particulars. There was no patient injury as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the distal tip of the black sheath was damaged. The tip of device was destroyed during coagulation. There was no patient injury.